Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above a CAPA is not required at this time. Investigation conclusion: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends based on the above a CAPA is not required at this time. Root cause description: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR complaint number (B)(4). Catalog 302104. Product description: syringe 1ml ls 25g 5/8in. Lot/batch 7047418. Expiration date: 28 feb 2022. Returned sample evaluation: return samples required: yes, but need actual sample. Problem statement: verbatim - a black material was found in syringe tip while preparing for medical treatment. Customer returned sample decontamination status: no samples returned. Returned sample evaluation. No photo. No returned sample. Retained sample evaluation. No sample. Complaint history review: complaint history was reviewed. No similar complaints were received for batch# 7047418 on the reported nonconformance. DHR review: syringe DHR batch 7047418. Syringe DHR was reviewed. Foreign matter was not detected in in-process and outgoing inspection. No quality notification was raised for the reported batch. Manufacturing review: the preventative maintenance, calibration and equipment history records were reviewed and no abnormality was observed. Reference to known issue. N/a. Conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Investigation comments: no photos and samples were returned for evaluation. The complaint was not confirmed and root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated. Not able to determine. Root cause: no photos and samples were returned for evaluation. The complaint was not confirmed and root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated. CAPA determination results. No CAPA is required. (B)(4).

Event description:
It was reported that black foreign material was found in the syringe tip of a 1 ml bd¿ tuberculin syringe with 25 g x 5/8 in prior to use. There was no report of injury or medical intervention.